Event description:
Client reported issue with CPAP, sn:(B)(4). While transporting a patient with copd, the CPAP just stopped working. Verified the placement of the circuit and the o2 source but the device still would not work. After the call, they tested the CPAP and it seemed to work fine, but they did not run the CPAP the same amount of time as the call.

Manufacturer narrative:
(B)(4). Method: actual device evaluated, visual inspection, mechanical evaluation, results: mechanical problem, - mechanical shock problem, conclusions: operational context caused or contributed to event.